Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure the pulse generator measured high ventricular pacing thresholds and high impedances. The device was not used and a new device was implanted. The patient was in good condition during and post implant.